Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. The technical support team provided information on how to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and it was resolved that the customer could continue using the pump. The caller acknowledged the instructions and was advised to call back if the issue reoccurred.